Event description:
The user facility reported a 62-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were impella inlet and outlet in aorta alarms. The pump was in the aorta on p1. Attempts were made to recross the valve, however a foreign body appeared to be obstructing the path on tee. The decision was made to explant the pump and, upon removal, clots were observed in the inflow and outflow. The pump was successfully replaced with a new impella 5.5 through the same graft. There was no harm done to the patient.

Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The data log confirms impella position in aorta alarms. No product was returned for analysis. Based on the provided clinical information, the cause of the positioning issue was most likely use related. This report is being filed as part of a retrospective review of historical records.